Event description:
Reportedly, the instrument cut the tissue and did not place properly formed staples on the tissue. As a result, fecal flooding occurred and was controlled by suturing the surgical site to complete the anastomosis and the case without further incident. Procedure: colon resection.